Event description:
It was reported the pt (netherlands) was experiencing difficulty increasing the stimulation. This event reportedly began the week of (B)(6) 2013 (exact date unk). It was noted that communication can be established between the ipg and a rapid programmer. In addition, diagnostic testing confirmed impedance values are within normal range. X-rays have been ordered to confirm lead placement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.